Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent placement issue occurred. The target lesion was located in the tortuous and calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x12 apex balloon catheter. A 2.75x28mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during deployment, the entire stent delivery system watermelon seeded forward and the stent was deployed a little distal than the desired lesion area. The result was still good. The stent was post dilated with a 3.0x12 nc quantum balloon catheter with a sufficient result. No patient complications were reported and the patient¿s status was fine.